Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was fractured. Moreover, it was observed that this lead exhibited noise, loss of capture, oversensing, undersensing, impedance issue and pacing not delivered when required. Hence, this ra lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was fractured. Moreover, it was observed that this lead exhibited noise, loss of capture, oversensing, undersensing, impedance issue and pacing not delivered when required. Hence, this ra lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported. Additional information received which indicated that the impedance was more than 2000 ohms.